Event description:
It was reported that approximately 14 days post implant of a bifurcated device and a limb extension, a proximal endoleak was observed during control CT scan. During the initial procedure the devices were implanted and an intraoperative angiogram revealed no endoleak. Based on this and the advanced patient age, the physician elected not to implant an aortic extension and concluded the case. However, during a control CT scan (on (B)(6) 2014), a proximal endoleak was observed. The physician brought the patient back and a suprarenal aortic extension was implanted, which resolved the endoleak. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was no medical documentation available for review. There were suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed. Product use was incongruent with the IFU due to the greater than 90 degree angle of the left iliac artery, although this finding most likely did not contribute to this complication. Cautionary product use was due to the moderate/severe calcification seen at the aortic neck, which might have contributed to this event. The event procedure was under cautionary product use conditions whereby the suprarenal cuff was the same diameter as the bifurcated main body stent. There was substantiated evidence of a type ia endoleak with a secondary procedure of a suprarenal aortic extension approximately two weeks post implant. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely related to the patient's vessel morphology (moderate/severe calcification at aortic neck). There were no indications the device was a factor.

Event description:
It was reported that approximately 10 days post implant of a bifurcated device and a limb extension, a proximal endoleak was observed during control CT scan on (B)(6) 2014. During the initial procedure the devices were implanted and an intraoperative angiogram revealed no endoleak. Based on this and the advanced patient age, the physician elected not to implant an aortic extension and concluded the case. However, during a control CT scan (on (B)(6) 2014), a proximal endoleak was observed. The physician brought the patient back on (B)(6) 2014 and a suprarenal aortic extension was implanted, which resolved the endoleak. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.